Event description:
The customer reported that the keypad on their device was not functioning. The only button that worked was reported to be the on button. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control was informed by the customer that the device will not be repaired at this time. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation at a later time. The device has not been returned to physio-control. The cause of the reported failure could not be determined.